Manufacturer narrative:
An alarm indicative of a potential malfunction of the transfer set was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported, which is known to cause this alarm. The cause of the leak was determined to be a crack noted between the transfer set adapter and the twist clamp. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30176 (max air exceeded) alarm occurred on an amia automated pd system during drain three (3) of five (5) of peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. During troubleshooting, it was determined that there was "crack between the transfer set adapter and the twist clamp and the solution was leaking", which led to this alarm. Renal therapy services (rts) advised the patient to end therapy, to inquire about proper usage of the device and to consult their physician. There was no patient injury or medical intervention associated with this event. No additional information is available.